Event description:
Unomedical reference number (B)(4). Event occurred in czech republic, it was reported that on (B)(6) 2024 one infusion cannula was broken and damaged during work. The blood glucose level was reported at the time of incident is 18 mmol/l and at the time of call of 16 mmol/. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: czech repulbic.